Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal circumflex artery with moderate tortuosity and heavy calcification. The 2.5 x 8 mm voyager nc was used for pre-dilatation. The balloon was inflated to 16 atmospheres (atm), for 20 seconds; however, the balloon ruptured during the second inflation of 16 atm, for 20 seconds. A non-abbott balloon was used to continue dilatation and a xience v stent was implanted to complete the procedure. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: athlete premium, guide cath: taiga fl4. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. As there was no report of any leaks noted during preparation for use and the catheter was successfully pressurized once without incident, this suggests that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, heavily calcified and 90% stenosed, which likely contributed to the reported complaint. It is likely that the balloon interacted with the calcified lesion upon inflation attempts such that it became damaged (scratched) and ruptured as a result. Based on the information provided, the reported rupture appears to be related to circumstances of the procedure and not a product quality deficiency. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records with this lot, indicating all lot release testing met specification. In summary, based on the investigation, there is no evidence to suggest a potential product deficiency.